Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4581 eye anatomy issue attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The case involving the ar40e model intraocular lens (iol) turned into a complicated anterior vitrectomy due to the patient's anatomy. The doctor had to use four (04) lenses and three (03) were destroyed in the surgical process. The surgery was completed during the same procedure. Patient prognosis post procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 23-jul-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received loose inside an open pouch. The original folding carton, patient stickers, implant identification card, implant notification card, and the dfu was also received. During a visual inspection, the device was inspected under magnification. The complaint lens was received partially cut and coated in viscoelastic residue. The lens was cleaned revealing scratches and damage on the lens; both haptics were detached. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ stuck in cartridge. These complaint issues reported are not related. Based on chr results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.